Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4)location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Additional informaiton was recieved on october 22, 2015, that upon initial ultrasound review immediately after the procedure it appeared segments of the vein were still open. It was the 72 hour post procedure ultrasound that showed the vein was closed entirely so procedure was a success.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer states the vein was ablated using a standard protocol for the closurefast catheter. Once the last cycle was completed the catheter was removed from the body, with the catheter plug still plugged in the radiofrequency generator (rfg3) the following message appeared: the connected device is broken. Please connect another device. Customer stated that the vein stills appears to be open in sections of the vein post procedure. The physician does not intend to close the rest of the vein. They did not resume the procedure and did not open another catheter. The investigation on the closurefast catheter was completed on october 20, 2015. The customer experience of closurefast catheter completing an ablation cycle then generating error message that the device is broken could not be confirmed. The returned device was able to pass continuity and rfg3 functional testing. Possible contributing factors such as ancillary device interaction and procedural technique could not be evaluated in this investigation.